Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The o2 gas module was found defective. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced o2 gas module and the logs from the ventilator were not sent to our investigation, despite several reminders. Therefore further investigation was not possible and the root cause for the defective o2 gas module could not been identified.

Event description:
Manufacturer ref.#: (B)(4).